Event description:
An angiogram was performed to evaluate the left leg gangrene invasion by puncturing the right femoral and going up and over the aorta-femoral bifunction. Post percutaneous femoral angiogram, an angio-seal device was used to seal the right femoral arteriotomy. The patient was discharged home 2 hours post procedure only to return to the emergency room 12 hours later after collapsing at home. The patient's right leg was ischemic and the right femoral artery was occluded. The patient was transferred to another hospital where a surgical femoral bypass procedure was performed. The patient received blood transfusions and developed a groin infection which required an extended hospitalization.